Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was due to contamination on the battery board pca and the y1 component was internally open. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open y1 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.